Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced recurrent infections at the abutment site, since implantation. Additional information has been requested but has not been made available as of the date of this report.